Manufacturer narrative:
The device was inspected onsite. The performed self- and leakage-test was passed without finding any abnormalities. The device log was analyzed. At the time of the reported event, (B)(6) 2016, the ventilator detected an unexpected pressure peak in the piston. The exact root cause for the pressure peak could not be determined but could be provoked by coughing of the patient. According to the implemented safety concept the pressure peak led to an autonomous shut down of the ventilator and to an automatic switchover to man/spont (safety mode). In this case an appropriate acoustical and optical alarm is generated. Manual ventilation and monitoring is still available. The investigation did not give a hint to a device failure. The device was tested and was returned to the customer ready for use.

Event description:
It was reported that during automatic ventilation the primus generated the message "ventilator powered off". Ventilation was continued manually. A patient injury was not reported.